Manufacturer narrative:
Investigation results: it was reported that there was a fluid blockage. One photo was taken by the customer that does not confirm the failure. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz5303 lot number 24049348 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was occluded the following information was received by the initial reporter with the following verbatim; the anesthesia department is having an issue with what seems to be a single lot number of extension set . It may be hard to see in this photo, when a flush is attached to the luer lock end the blue piece should evenly depress but it is not. It is ¿wonky¿ as it was put to me. This is causing a restricted flow of IV fluids. This has happened on several occurrences but they did seem to isolate it .